Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that starting in the fall of 2019, her battery had become uncomfortable because she had lost weight so she would be getting a replacement and an updated version. No further complications were reported.